Event description:
Provider states patient was being lifted in the lift and fell on the bed. Consumer and caregivers say nothing was pushed or hit. Dealer cannot find issue with item nor, leaking. No injury and dealer says they do not exceed weight capacity.